Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with pacemaker-mediated tachycardia presented in clinic. Upon interrogation, the pulse generator exhibited inappropriate rate increases. Reprogramming restored the device and ended the patient's pacemaker-mediated tachycardia.